Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the blue pin on their patient line. The patient reported receiving an air detected in cassette alarm during drain 0 treatment, during the technical services call the patients progressed to fill 1 of treatment. The cause of the leak is unknown. Fluid did not come into contact with the cycler. The patient was advised to reset the cycler with all new supplies. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: the complaint sample is not available and the lot number of product involved is unknown. Therefore a search on the complaint management system was performed of the lots delivered to the patient, with a time frame of three months before of the event date from (B)(6) 2018 thru (B)(6) 2018 resulting in 1 lot with code 050-87212, 1 lot with code 050-87215 and 2 lots with code 050-87216. According to the complaint management system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed; the device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications

Event description:
...